Event description:
It was reported that the gastrointestinal videoscope displayed a blurry image. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure blurry image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the charged coupled device and a noised image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of blurry image and noised image was due to damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.